Event description:
It was reported that the customer experienced a high blood glucose level, but the specific value was unknown as it displayed "high." To address the issue, the customer administered a correction bolus via the pump and consulted with technical support. Technical support instructed the customer to inspect the infusion site, tubing, and connections, and confirmed there were no leaks or blockages. Insulin storage and pump settings were verified as correct. The customer was advised to replace supplies as needed and continue monitoring blood glucose levels, consulting with a healthcare professional if necessary.